Manufacturer narrative:
The model and serial number of this device has been requested from the author of this article. Once this information is received, this report will be updated.

Manufacturer narrative:
Attempts to obtain the model and serial number for this device have been unsuccessful. If additional informaiton is received, this report will be updated.

Event description:
Boston scientific crm received information that an unknown patient with an unknown implantable cardioverter defibrillator (ICD) developed lung cancer and underwent chemotherapy and radiation therapy. An article, runaway implantable defibrillator - a rare complication of radiation therapy, was written by jan nemec, md. The article indicated that the device was in a close proximity of the mass. The oncologist felt that the ICD would not be in the radiation beam and that moving the device was necessary. During the third radiation therapy session, the patient collapsed and was externally defibrillated which did not convert the patient. Eventually, the patient became pulseless and cardiopulmonary resuscitation was initiated. When the paramedics arrived the tachycardia had terminated and a sinus rhythm reappeared. The patient was transported to the ER and the device was interrogated. The device showed appropriate pacing and sensing and no change in programmed parameters. The device interrogation indicated that the vt was properly detected by the device which started to charge and ventricular pacing was inhibited. The vt terminated spontaneously after approximately 9 seconds, before delivering a shock which was followed by appropriate pacing at the programmed rate. It was suspected that the ICD was damaged due to the radiation treatment. The patient did not sustain any permanent neurological damage. The article indicated that this device was explanted and returned for analysis. Analysis confirmed that there was no malfunction. Analysis indicated that the radiation affected the random access memory (ram) of the device, which the software is accessing for every beat to determine the timing of the next paced beat. The device ram is quite sensitive to ionizing radiation. Reprogramming the device results in reloading new values of ram from read only memory (rom). Device rom is much less susceptible to radiation damage. This explains why no malfunction was found.